Event description:
It was reported that the nurse stated that they have a patient still cooling on the arctic sun device. They wanted to swap to another machine. Nurse asked if they could adjust the duration so that rewarming would start when it was supposed to. Nurse also asked if there was a way to already have the water temperature adjusted or did the patient and probe have to be connected. Nurse did not have the new device yet but would write down the steps. Informed nurse once selects hypothermia and was in the therapy screen with the graph, at the bottom of the screen was the cool patient box on the left. Informed nurse would select adjust and then use the arrows to adjust the duration down to the remaining time they have. They should then press save and would be able to start therapy as normal. Informed nurse the patient probe was required to be connected to start therapy, this drives therapy. There was no way to manually adjust the water. Discussed when initially starting therapy on the device, the device would take about 15 minutes to gather metrics. The device would begin adjusting automatically, but the patient temperature might initially increase or decrease just a little in the beginning. Also discussed external factors which effect the patient¿s temperature. Encouraged nurse to call back if they have any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Nurse asked if they could adjust the duration so that rewarming would start when it was supposed to. Nurse also asked if there was a way to already have the water temperature adjusted or did the patient and probe have to be connected. Nurse did not have the new device yet but would write down the steps. Informed nurse once selects hypothermia and was in the therapy screen with the graph, at the bottom of the screen was the cool patient box on the left. Informed nurse would select adjust and then use the arrows to adjust the duration down to the remaining time they have. They should then press save and would be able to start therapy as normal. Informed nurse the patient probe was required to be connected to start therapy, this drives therapy. There was no way to manually adjust the water. Discussed when initially starting therapy on the device, the device would take about 15 minutes to gather metrics. The device would begin adjusting automatically, but the patient temperature might initially increase or decrease just a little in the beginning. Also discussed external factors which effect the patient¿s temperature. Encouraged nurse to call back if they have any issues. Per follow up information received via task on 14apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient still cooling on the arctic sun device. They wanted to swap to another machine. Nurse asked if they could adjust the duration so that rewarming would start when it was supposed to. Nurse also asked if there was a way to already have the water temperature adjusted or did the patient and probe have to be connected. Nurse did not have the new device yet but would write down the steps. Informed nurse once selects hypothermia and was in the therapy screen with the graph, at the bottom of the screen was the cool patient box on the left. Informed nurse would select adjust and then use the arrows to adjust the duration down to the remaining time they have. They should then press save and would be able to start therapy as normal. Informed nurse the patient probe was required to be connected to start therapy, this drives therapy. There was no way to manually adjust the water. Discussed when initially starting therapy on the device, the device would take about 15 minutes to gather metrics. The device would begin adjusting automatically, but the patient temperature might initially increase or decrease just a little in the beginning. Also discussed external factors which effect the patient¿s temperature. Encouraged nurse to call back if they have any issues. Per follow up information received via task on 14apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.